Event description:
Event determined reportable based on investigation completed on 18-sep-2006. It was reported that in preparation for an unspecified procedure involving a lesion located in the left coronary artery, the physician noticed that the liberte' monorail stent system was damaged. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported.

Manufacturer narrative:
Returned device analysis confirmed the reported complaint. Laboratory analysis measured a break in the hypotube approximately 68.5cm distal to the strain relief. The complaint states that the physician noted a problem with the delivery system at unpacking. An examination of the returned device found no signs of device use. Microscopic examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. No issues were noted with the remainder of the device. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. No add'l complaints have been received for this batch. The root cause for this event is unknown.